Event description:
Pump was reported to underinfuse during use on a pt. The pump was set to deliver d10w at 10ml/hr but the volutrol reportedly showed that the pt was receiving 4-5ml/hr. The clinician was unsure if anything unusual was noted with the setup of the infusion pump. When the underinfusion was noted, the clinician discarded all disposables and pulled the pump from use. The clinician reset a different pump with all new disposables to continue the infusion. The clinician reports no pt injury resulted.